Event description:
Johnson & johnson has been informed to the intent for legal action or potential litigation, there is no other information available at this time. Based upon the attached file, this patient died. It is presumed that the patient suffered stent thrombosis of a cypher stent.

Manufacturer narrative:
This report is for an unknown cypher stent. The product remains implanted in the patient, and is not available for analysis. Additional information will be submitted within thirty days upon receipt.